Event description:
The customer reported the lift column would not move up or down during a procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the lift column. The system operates as intended.